Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during set up of an unspecified procedure, the flex 3d deflectable videoscope could not switch between 2d and 3d, and the lights were not turning on. There were no reports of patient harm.